Event description:
It was reported that the right ventricular (rv) lead fractured and had high unipolar impedance measurements. It was noted that the unipolar impedance measurements were higher than the bipolar measurements. In addition, the lead had diminished r waves. The lead was capped and replaced. No patient complications have been reported as a result of this event.